Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail 20/2.5mm balloon ruptured at 11 atms on the initial inflation. The patient was asymptomatic during this event. The lesion being treated was a 90% stenotic lesion in the distal left circumflex coronary artery. The physician used a medikit introducer sheath for vascular access and a tgv guidewire and a terumo guide catheter to cross the lesion. The maverick2 monorail balloon was removed and the procedure was successfully completed with this device. No patient injuries or complications were reported. Patient status is reported as 'good'.